Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material on the adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The legal manufacturer was unable to confirm whether the customer's reprocessing steps had deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. No device damage was found near the area of foreign material. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: the detection method is listed in chapter 3 preparation and inspection" and the preventive measures are listed in "chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.